Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the cartridge was loaded in the device without any difficulties and did not fall out during functional testing.

Event description:
It was reported that during a donor nephrectomy procedure, during the initial firing on the artery the cartridge fell out of the device during positioning. This was replaced intra-coporeally and then fired across the artery. There did not appear to be a staple line and the artery bled profusely. Another device was used to complete the procedure. There were no adverse consequences for the patient. Upon re-inspection on the video, the surgeon noted that there could have potentially been a clip in the distal end of the jaws. Upon reviewing the footage the sales rep found it to be apparent that, upon firing, a staple is forced out of the gun at the proximal end of the device. There also appears to be a mis-formed staple ejected from the end of the device before the bleeding obscures the view.